Event description:
During a cochlear implant surgery, the drill started making noises nad fell apart. It was reported by the surgeon that a black like substance came out from the device and into the surgical site. It is unk if all this blabk like substance was irrigated from the site. The pt was put in antibiotics and the surgeon reported that the pt is doing fine.